Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had received multiple inappropriate anti-tachycardia pacing and shocks due to oversensing of atrial fibrillation that had conducted down to the ventricles. The patient was brought into the clinic and the crt-d was reprogrammed and remains in service. No additional adverse patient effects were reported.